Event description:
It was reported that, "when opening implant inner blisted lid stuck to outer lid, splitting in two, sterility not compromised but surgeon wanted new implant opened."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.